Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the harmonic ace instrument (480275-08/ l90211205-0284) associated with this event has been performed. Per logs, the harmonic ace instrument was last used on (B)(6) 2022 via system serial# (B)(4). The alleged instrument had 0 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sl0576. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: the tip of the harmonic ace instrument reportedly broke and fell inside the patient. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace curved shears instrument broke and fell into the patient. The customer retrieved all the fragments during the same procedure. The procedure was completed with no further issues. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the harmonic ace instrument was inspected prior to use and no damage was observed. The instrument was in use for about 30 to 40 minutes and broke while it was being used for dissecting tissue. All fragments were retrieved during same procedure and confirmed with the visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. There was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The harmonic ace instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No image or video of the procedure was available for the isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint ¿the tip of the harmonic ace curved shears instrument broke¿. Failure analysis found the primary failure of blade damage to be related to the customer reported complaint. For clarification, the harmonic insert curved blade was found to be broken. The blade broke at roughly 0.22¿ from the base. The broken piece was returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.